Event description:
A 3 liter tpn bag from baxter has a leak due to product not fully sealed on one side near the valves on one corner. The problem was discovered after the bag was being filled, but before it left our clean room.